Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the findings did not replicate or confirm the customer reported event. The reported event with the instrument could not be replicated or confirmed. Manual articulation was performed with no issue detected. Failure analysis could not verify the customer reported event. The instrument was found to have a broken blade at the grip base point of the grip¿s location. A piece approximately 10.45 mm x 1.90 mm was found to be broken off and not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no instrument collision, and no fragment fall into the patient. There was no injury to the patient.